Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510k - this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -1.25 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
B5: per email on 18-apr-2022 the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -1.25 diopter, implantable collamer lens into the patient's right eye (od) on 10/jan/2022. In a separate surgery that day the lens was removed due to low vault. Later on 17/jan/2022 a new lens of longer length was implanted and the problem was resolved. Cause of the event is reported as unknown. D6b: corrected: claim# (B)(4).